Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device is "missing a spring" and does not function. It is known that the device was not used during surgery; however, it is unknown if there were injuries or medical intervention related to the event. No additional information available.